Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer¿s freestyle libre 2 sensor fell off after bumping against something. As a result, the customer was unable to obtain sensor scans and experienced dizziness and received unspecified third party treatment. It was further reported a nurse kept an eye on the customer but no further treatment was reported. There was no report of death or permanent impairment associated with this event.